Manufacturer narrative:
Additional information was received that the ipg placement was irritating to the patient. The patient underwent a pocket revision procedure wherein two lead extensions were implanted. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and spasm at the ipg site. The patient will undergo revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain and spasm at the ipg site. The patient will undergo revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain and spasm at the ipg site. The patient was prescribed flector patch over the pocket site. The patient will undergo revision procedure wherein the ipg will be relocated.